Event description:
During follow up with a home patient's nurse regarding an unrelated report, baxter's product surveillance dept was notified that the home pt had experienced a peritonitis episode in "early december". Further follow up revealed that the home pt was diagnosed with peritonitis in 12/2004 after presenting at the clinic with abdominal discomfort, nausea, vomiting, diarrhea, and fibrin noted in their effluent. The home patient was treated with 1g ancef, intraperitoneal, daily for 14 days. The home patient made a full recovery with no hospitalization required.

Event description:
During follow up with a home pt's nurse regarding an unrelated report, baxter's product surveillance dept was notified that the home pt had experienced a peritonitis episode in 2004.